Event description:
It was reported prior to using bd vacutainer® flashback blood collection needle, the IV shield was loose on five (5) devices. This led to three (3) clean needlesticks to users. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd received one photo for flashback needle with the unit label showing batch number 4176851 for investigation. Photo was investigated and the hub of the sample is seen seated on the np shield. The IV shield is not attached to the sample. No samples were received for this complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.